Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Investigation summary: when the catheter was returned for analysis, it was visually inspected and it was confirmed there was foreign material present on the device. The material was sent for analysis and was found to be consistent with a polycarbonate and polystyrene/acrylonitrile/butadine blend (pc/abs). Device history review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the farawave's risk documentation was completed and confirmed that the event of excess material was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of quality control deficiency because it was likely that the location of the fm prevented detection during quality inspection.

Event description:
It was reported that a farawave catheter was selected for use. Before unpacking the device a foreign matter, like substance was observed. The device had not been in the patient at any point and was replaced. The procedure was then completed successfully with no patient complications. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a farawave catheter was selected for use. Before unpacking the device a foreign matter, like substance was observed. The device had not been in the patient at any point and was replaced. The procedure was then completed successfully with no patient complications. The device is expected to be returned for laboratory analysis.